Event description:
No additional information.

Manufacturer narrative:
Investigation result: one 2420-0007 sample was received in sealed packaging from lot: 24055693 for investigation. The customer reported that they experience leakages at the smartsite. As part of the investigation the customer provided a video, which confirmed the leakage from the smartsite; however, no obvious damage was visible which may have contributed to the customer's experience. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was subjected to a gravity infusion; however, no leakage was observed from any part of the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot: 24055693 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: 1: upon priming the line I found out the fluid leaked from one of the port hub. 2: upon connecting the new tubing for the patient, noticed that there was leaking for the new tubing. When did the incident occur? During use.